Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with guidance, confirmed error did not recur, and successfully started new sensor session; no further issues were reported.